Manufacturer narrative:
The front bezel was replaced to resolve the issue. Previous investigations have shown that the liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Event description:
The customer reported that the nav ring not working. The customer contacted product support and request nav ring replaced. The customer reported that the unit was not in use on a patient.